Event description:
During a left percutaneous nephrolithotomy, a nephrostomy balloon was being used. While inflating the balloon with diluted contrast, the balloon broke. The balloon was removed and no fragments were seen behind by surgeon on fluoroscopic imaging and on the video monitor screen.device #1is this a laboratory device or laboratory test?no.